Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site with her scs system turned on. It was also reported the patient has lost 30 pounds since the implant and the ipg was superficial. An impedance check did not reveal any anomalies. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced. It was noted the new ipg was placed deeper in the pocket.